Event description:
Reporter stated that customer received the following results on the mobile system within 2-3 minutes: hi (result > 33.3 mmol/l) and 4.0 mmol/l. Customer "felt low" at the time of the results. No treatment resported. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon investigation of meter memory, the 2nd result is listed as 5.0 mmol/l.